Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with symptoms from pauses with repeat monitoring showing significant sinus pauses and bradycardia. The right ventricular (rv) lead had low r wave sensing, and did not capture the right ventricle. Extracardiac (diaphragmatic) stimulation was present during pacing, and fluoroscopy revealed that it likely perforated the apex many years ago. The rv lead was turned off shortly after implant, and was then capped and replaced on (B)(6) 2021. The patient's condition was unknown, and there were no procedural complications noted due to the surgery. Additional information was requested but not yet received.